Event description:
It was reported that the pt experienced tingling under the left armpit and legs. The sensation was also described as a shocking sensation felt on both arms and legs. The sensation had started approx 4 to 6 weeks prior. It was also reported the pt had fallen back in 2007. Since the fall "the settings have not been right" on the dbs device. The pt was in contact with their hcp. See MFR report #3004209178-2008-04845. Additional info has been requested, but was not available on the date of this report.